Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb. Two days post index procedure, the patient was discharged home on dabigatran.